Event description:
No additional information on reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h3; h6 reported event was confirmed. Medical records and radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: (summarized by health care professionalhcp). Impressions: abutment of the prosthetic femoral head and acetabular cup reflecting liner displacement and intra-prosthetic dislocation (ipd) as noted. Review of the device history records identified deviations or anomalies during manufacturing, the deviations or anomalies would not have attributed to the event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant medical products unknown-unk metal acetabular liner-unknown. Unknown-unknown stem-unknown. Unknown-unknown metal head-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01644. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. : product location unknown.

Event description:
It was reported the patient experienced an intra-prosthetic dislocation (ipd) during reduction of the dislocation. Subsequently the patient was revised due to the polyethylene liner dislodging the metal head. Attempts have been made and additional information on the reported event is unavailable at this time.